Manufacturer narrative:
The investigation for the reported console (aic) has been completed. Data logs were reviewed and the issue with the aic not being able to detect the purge disc was confirmed. There was a single instance of purge disc not detected alarm found in the data logs on the reported occurrence date. Issue was quickly resolved after inserting the purge disc. Suspect that the user ran the case start wizard and waited too long to insert the purge disc which prompted the purge disc not detected alarm. The alarm cleared after the user inserted the purge disc but because a red alarm was issued, it is suspected that the user reported this occurrence as a precaution. The console was returned for evaluation and the issue detecting purge disc was unable to be reproduced. Purge disc flag and retainer did not appear to have any issues. No visible issues found with the purge disc flag and retainer. No problem was found with the device.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there was not enough information to associate use of the device with the outcome.

Event description:
The complainant reported the automated impella controller (aic) could not recognize the purge cartridge. Another console and another cassette was successfully used.

Manufacturer narrative:
The automated impella controller (aic) controller was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.